Manufacturer narrative:
Please note that the catalog and lot number of this device are not known. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received indicated that 4 days after placement of an optease filter without procedural complications, the patient was admitted with symptoms of pulmonary embolism. CT scan shows filter in correct position in the ivc. There is no mention of the position of hook (caudal or cranial). Treatment is unknown. The patient was again admitted with symptoms of pulmonary embolism eight days later. CT scan showed filter had migrated. The patient did suffer from chest discomfort and difficulty breathing from the migrated filter. It was unclear if the filter migration reported referred to the filter migrating across the hepatic veins or if it migrated to the right atrium. It was also reported that the filter was positioned upside down with the hook positioned on the cranial side currently resting at the junction of the superior vena cava and the right atrium. The physician scheduled a procedure to attempt filter removal using an ij approach but was unable to remove the filter. The physician implanted an optease filter via femoral approach. The physician denies implanting the device inverted. She indicates that 3 technicians in the room will verify reviewing the arrow positioned in the cartridge. The physician did not provide films at this time. The filter migrated over a period of 8 days. When the patient was seen, the filter was positioned at the base or the aortic/right atrial junction. The interventional cardiologist designated to attempt removal indicated that the filter was positioned horizontally at this time. He attempted jugular removal and was unsuccessful. The patient was transferred another hospital where after further anticoagulation the patient underwent a successful percutaneous removal of the filter. The implanting physician has concluded that the filter was placed upside down due to the labeling error responsible for the recall. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Intracardiac migration of ivc filters is a rare but potentially fatal event. Possible causes for filter migration includes mega cava (ivc diameter >28 mm), wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to the fracture and migration of ivc filters. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Migration of ivc filters has been demonstrated when the presence of an overburden of thrombus in the vasculature occurs that exceeds the devices ability to exert radial force toward the vessel walls and maintain optimal positioning and in patients who were in a dehydrated state when the filter was placed and have since re-hydrated thereby expanding the diameter of the vena cava. Without films of the reported event there is not enough information to draw a definitive clinical conclusion between the device and the reported event. A risk assessment has been initiated to evaluate this issue.

Event description:
The report received indicated that 4 days after placement of an optease filter without procedural complications, the patient was admitted with symptoms of pulmonary embolism. CT scan shows filter in correct position in the ivc. There is no mention of the position of hook (caudal or cranial). Treatment is unknown. The patient was again admitted with symptoms of pulmonary embolism eight days later. CT scan showed filter had migrated. The patient did suffer from chest discomfort and difficulty breathing from the migrated filter. It was unclear if the filter migration reported referred to the filter migrating across the hepatic veins or if it migrated to the right atrium. It was also reported that the filter was positioned upside down with the hook positioned on the cranial side currently resting at the junction of the superior vena cava and the right atrium. The physician scheduled a procedure to attempt filter removal using an ij approach but was unable to remove the filter. The physician implanted an optease filter via femoral approach. The physician denies implanting the device inverted. She indicates that 3 technicians in the room will verify reviewing the arrow positioned in the cartridge. The physician did not provide films at this time. The filter migrated over a period of 8 days. When the patient was seen, the filter was positioned at the base or the aortic/right atrial junction. The interventional cardiologist designated to attempt removal indicated that the filter was positioned horizontally at this time. He attempted jugular removal and was unsuccessful. The patient was transferred another hospital where after further anticoagulation the patient underwent a successful percutaneous removal of the filter. The implanting physician has concluded that the filter was placed upside down due to the labeling error responsible for the recall.